Event description:
It was reported that during a left ventricular tachycardia procedure, the pt developed cardiac tamponade. A safire ablation catheter was inserted via retrograde approach and geometry was created. The pt then began to ¿feel bad¿. So the procedure was stopped and an echo was performed which revealed cardiac tamponade. The issue was resolved by administering protamine. The pt is doing well. No further intervention was required.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. This root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.